Event description:
A report was received that a hair was found in the sterile package of the c3601 cusa excel 36khz tubing set. A patient was prepped for a craniotomy surgery. There was no delay in surgery since the incident was discovered during the set up of the case. The patient had a successful surgery and outcome. No further patient details were provided.

Manufacturer narrative:
Integra completed its internal investigation 11/16/2016. The investigation included: method: -DHR review. -trend analysis. -device evaluation. Results: according to the DHR review, no anomalies were reported during the packaging processes of this lot that could be related to the reported condition. No similar complaints related to ¿hair found in sterile packaging¿ have been reported for the fg lot 1152894. After reviewing the complaint system from august 2014 to august 2016, three (3) complaints related to ¿hair found in sterile packaging¿ have been reported in the cusa manifold tubing family. The complaint occurrence rate for the reported failure is approximately 0.00001. The visual evaluation of the device identified that a hair was inside the packaging. Conclusion: the evaluation of the complaint unit could not confirm the reported condition since it was observed the package of the returned unit was received opened. Since the complaint unit was received opened, and there was no anomalies found in the manufacturing process the possible root cause may be related that a hair fell into the opened packaging in the field.